Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector of the analyzer was broken. The analyzer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the connector of the analyzer was broken; foreign material was found in the connector, and it was removed. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.